Event description:
It was reported that patient presented for routine follow-up. It was noted that right ventricular (rv) lead exhibited over sensed noise. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.